Manufacturer narrative:
The insulin pump alarmed motor communication error and then had unexpected off no power and blank display due to faulty interface board connector. The unexpected restart alarm could not be verified alarm due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor communication error and the display went blank. She stated that the display was not blank less than 30 seconds and was blank at the moment. The customer confirmed that the battery cap, compartment and spring did not have damage or corrosion. Blood glucose value was 161 mg/dl. The customer stated that the display returned after inserting the new battery but the insulin pump alarmed unexpected restart and off no power. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.